Manufacturer narrative:
The failure is unconfirmed; there is no lot number provided to be able to perform a DHR review and the product was already used and will not be returned. It is difficult to pinpoint the exact root cause of the bad reactions ¿inflamed response.¿ all product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. Linked to mfg report number: 1121308-2019-00041.

Event description:
A surgeon reported that he had some patients with inflamed response with the use of tenoglide. He found parts of the tenoglide crumbled, dried in broken up little pieces. He debrided and the inflammatory response was resolved. No additional information has been provided.